Event description:
It was reported the patient's scs charger is unable to locate the patient's ipg. A replacement charger sent to the patient did not resolve the issue. Follow up on (B)(6) 2014, identified the patient underwent surgical intervention on (B)(6) 2014 to reposition her scs ipg. It was discovered during the procedure the ipg had flipped. The patient is reportedly able to communicate and charge her ipg. The reported issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.